Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the patient experienced open wound (tissue breakdown) due to battery rubbing the skin (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). A new replacement battery were sent to the patient.